Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 10/22/2015. The fse found cracked pinch valve vl129 which caused a leak. He replaced vl129 which addressed the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
While the field service engineer (fse) was troubleshooting an unrelated event, the fse discovered a fluid leak from a coulter lh 780 hematology analyzer. The volume of the leak was not specified. The leak was not contained within the instrument and no related error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.